Event description:
Dealer called stating that the 24 inch tires on the unknown manual wheelchair will not hold air. No injury alleged.

Manufacturer narrative:
(B)(4) no RMA has been initiated for this issue. Model, serial number/date code and age of product are unknown. The consumer is (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.